Event description:
During a laparoscopic nissen procedure. The needle broke while passing through tissue. The surgeon retrieved the broken portion and completed the procedure with another disposable loading unit.